Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application, removal, materials used within the dressing. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. The clinical/medical evaluation concluded that based on the information provided it cannot be concluded that the events/clinical reactions were associated with the use of iv3000 product. This investigation is now complete, with no additional corrective actions deemed necessary. Smith and nephew will continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during dressing treatment on (B)(6) 2021, the patient had skin itching, rash, no pain, no blisters and no pus on the second day after replacing the film. The dressing was replaced and disinfected with less irritating disinfectant. After cleaning the skin at the patch, it was applied locally with 5ml normal saline + 5mg dexamethasone injection. The symptoms disappeared for three consecutive days.